Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an ovation ix endovascular sealing system on (B)(6) 2017. At the conclusion of the index procedure, the physician noted an endoleak type ia which was previously reported as (B)(4). The physician attempted to balloon at the level of the sealing rings but the endoleak persisted. The physician decided to conclude the procedure and monitor the patient. At the one month follow up, it was discovered that the patient had an indeterminate endoleak. As of this report, the patient continues to be monitored and no additional patient sequale has been reported at this time.

Manufacturer narrative:
At the conclusion of the investigation, it was confirmed that the reported indeterminate endoleak is a persistent endoleak type ia from implant and was reported under report # 3008011247-2018-00012. This report is a duplicate of report # 3008011247-2018-00012.

Event description:
Additional information was received on (B)(6) 2018, it was confirmed that the reported indeterminate endoleak was a persistant endoleak type ia from implant which has already been.